Event description:
It was reported during in clinic follow up that the atrial lead exhibited an elevated capture threshold. A chest x-ray revealed that that lead appeared to have dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.